Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the surface pro was visually inspected upon receipt and was found to be in good physical condition and does function properly. The reported issue is unconfirmed. The unit booted up as normal. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
Per tm - laptop freezes during patient placements 3cg. Unable to get the tablet to turn off or reboot.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number asdtae012 showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - laptop freezes during patient placements 3cg. Unable to get the tablet to turn off or reboot.